Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer also mentioned having unexplained low blood glucose all day, and the device kept in the rewind mode. Advised the customer to revert to back up plan. The customer's blood glucose reading was 175mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and error alarm as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the loose drive support disk.